Event description:
It was observed during the device inspection, that the hysterovideoscope exhibited the bending section cover having a cut with a protruding pin. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was likely due to a protruding pin. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.